Event description:
The replacement dreamstation 2 will smell when the water chamber is empty. This smell comes through the tubing and nose piece. It also gets very hot when there isn't any water in the chamber. It has happened ever since they sent it to me.